Event description:
Caller reported that a cartridge was damaged, specifically at the cartridge pigtail, which was broken and kinked after being filled and loaded by the caller. There was no available information regarding any adverse impact on the customer¿s blood glucose level. Caller successfully changed the damaged cartridge and resumed insulin therapy.